Event description:
The customer reported to philips that the device enters the test mode automatically when user starts up and then cannot exit the test mode manually. There was no reported patient or user involvement and no adverse patient/user impact.